Event description:
Reporter stated "during a procedure on (B)(6) 2026, performed via femoral access, the filter legs failed to expand normally and became entangled with one another. This malfunction placed the patient at immediate risk of filter migration to the heart, representing a critical and potentially fatal situation. To ensure patient safety, we obtained jugular access, successfully snared and retrieved the malfunctioning filter, and subsequently placed a replacement filter, which deployed safely without complications."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.